Manufacturer narrative:
No conclusion can be drawn.

Event description:
Information received from another country affiliate. This information indicates a pt. Was wearing acuvue 2 contact lenses (cl) and developed a pseudomonas infection ou. This document is to report event for the od. The disinfecting solution the pt. Used to clean and store cl was aosept. As per pt the event occurred in 2007. The report stated the pt, had been wearing acuvue 2 cl for "about a year and a half" and replacing them every two weeks. The wear schedule is unknown. On approx two months later, the pt. Contacted our affiliate stating he/she had consulted an eye care professional (ecp) at clinic around 2007 due to experiencing pain os while wearing cl and because "eye(s) looked turbid." The ecp observed "staining and turbidity in the pt's eye(s)". The ecp sent the lens(es) in question to "a cl-inspection agency". The result was pseudomonas bilaterally and the pt was diagnosed with pseudomonas ou. The pt's visual acuity was not reported. The report stated that the pt visited clinic a 3-4 times; the last visit was in the following month. The ecp @ clinic a prescribed 0.3% ofloxacin, sodium hyaluronate, 0.1% pranopfen, erythromycin lactobionate, colistin sodium methansulfomate opthalmic ointment. On approx a month later, the pt consulted an ecp at clinic b who stated that "the pt's eyes were fine, and no scar was observed." The pt. Stated that he/she might have gone swimming while wearing cl during the time that the adverse event occurred. The pt also stated that he/she did not take medications in the manner that was prescribed. Location has requested the lens(es) in question for evaluation. A lot history review was not performed because the lot numbers were not provided. MDR reportable events are reviewed in quarterly management review meetings. Will report additional information within 30 days of receipt. Please see MDR report #1033553-2007-00126 for documentation of event in the other eye.